Event description:
Ous MDR - it was reported that the device indicated eri. The pt underwent a lung surgery recently. This is all of the provided info at this time. There was no indication of explant and no implant or event date was provided. If additional info becomes available, this event will be updated.

Event description:
Ous MDR - it was reported that the device indicated eri. The patient underwent a lung surgery recently. This is all of the provided information at this time. There was no indication of explant and no implant or event date was provided. If additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4) 2013 - the implant, explant and event dates were provided to us. We were also informed this device had been returned for analysis after its return, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing and traces of smoke, which might be connected to an electrocauterization. Next, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated, and the memory content was analyzed. The analysis of the memory content showed that the device switched to the battery status eri on (B)(6) 2012. Analysis showed that the battery was not discharged. The measurement of the battery voltage and the charge counters was able to confirm this. The eri status was caused by a corruption of the pacemaker memory content. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its therapy functions. Then the corrupted memory content was corrected, and the eri status was reset successfully. Subsequently, the pacemaker responded as expected. A repeat of the switch into eri status could not be observed. In summary, it can be said that the clinical observation could be confirmed. The cause for the clinical observation was a corrupted memory content. After the correction of the corrupted memory content, the behavior of the pacemaker conformed to specifications. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the activation of the eri status. There was no material defect or manufacturing error.